Manufacturer narrative:
(B)(4). The omnilink elite is filed under a separate medwatch report number. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left common iliac artery. When the over the wire omni elite 9.0 mm/39 mm/80 cm stent was opened, the stent was noted to be loose on the balloon. The device was not used and there was no patient involvement. Another omni link stent was used as replacement. When the armada 14 pta balloon catheter was being used for dilatation the balloon ruptured below rated burst pressure. The device was prepared according to the instructions for use and another armada 14 balloon was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.